Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented via remote transmission, under sensing, loss of sensing was noted on the right atrial (ra) lead. The patient presented for lead revision when the fluoroscopy confirmed the lead dislodgement. Dislodgement was suspected due to patient had cardiac surgery and patient anatomy than the lead performance issue. The lead was explanted and replaced. The patient was stable.